Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found that the helium tank was turned off. After turning the helium tank back on the fse performed autofill/calibration and leakage tests and all resulted in a pass. There was no safety disk leak. The unit passed all functional tests and was returned to normal use.

Manufacturer narrative:
Another initial reporter: (B)(6). Due to characterization limit e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 had autofill fail issue before use with a patient. There was no patient involved. No harm or injury to the patient was reported.

Event description:
N/a.

Manufacturer narrative:
Additional initial reporter - (B)(6). Updated fields - b4, g3, g6, h2, h11. Corrected field - e1(initial reporter, event site mail), h6 (investigation conclusions).